Manufacturer narrative:
It was reported that the event occurred on (B)(6) 2023. The device pictures provided by the customer were reviewed. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The facility reported an increased upstream occlusion alarm frequency post-implementation of the v9.02.01 software update with the spectrum iq infusion pumps. It was further reported that while using a spectrum pump (serial number not provided) the device alarmed upstream occlusion three times during etoposide therapy at 507 mllhr in the 3k cancer infusion center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.